Event description:
It was reported that the patient presented during clinical follow-up, experiencing discomfort from extra-cardiac stimulation caused by the left ventricular lead(lv lead). Upon interrogation, it was noted that the lv lead had a chronic increase in capture threshold. Programming changes were performed. The patient was in stable condition.